Event description:
The customer received questionable ion selective electrode (ise) sodium results for an unknown number of patient samples from (B)(6). Of the data provided for four patient samples, only the result for one patient sample tested on (B)(6) 2015 was discrepant and reported outside the laboratory. The initial result was 115 mmol/l and was reported outside laboratory. As this result did not match the previous result for the patient, the customer repeated the sample and the results were 130 mmol/l, 125 mmol/l and 133 mmol/l. The customer also repeated the sample on the other cobas 8000 analyzer and the results were 130 mmol/l and 131 mmol/l. The result of 130 mmol/l was believed to be correct. The patient was not adversely affected. The electrode lot number was d92 with an expiration date of 08/31/2015. The field service representative was unable to determine a cause. He checked the analyzer and no mechanism defects were observed. He performed analyzer mechanical checks and all were within specifications. He performed ise checks and all results were within specifications. Calibrations and controls met specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.